Event description:
It was noted on post operative x-ray follow up that the screws and plate that were placed on (B)(6) 2005 had backed out. The date of the follow up x-ray was (B)(6) 2005. No further planned surgery is known to date.